Event description:
It was reported that during surgery, one side of the articular surface appeared to have a different size lip than the other side.

Manufacturer narrative:
This report will be amended when our investigation is complete.